Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had randomly shut down without any alert and also alarmed no delivery. The blood glucose reading was not available. The customer stated that she had to restart the rewind to complete the process a few times. She also noted that there was a crack on the device and condensation in the screen. Troubleshooting was declined. Nothing further reported.